Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and non- calcified lesion in the proximal lad with 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and re-straightened during use. It was reported that the catheter detached/ fractured during advancement through the guide catheter. The device was removed through the guide catheter. Patient status is alive with no injury. The tip of the device exited the guide. The device was removed over the wire without completely removing the wire. The shaft broke completely. Once the complete delivery system was removed another ronyx27515ux was used to complete the case.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands as per specifications. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. The device returned with a detachment on the hypotube 49cm distal to the strain relief. The hypotube material was uneven and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3.5cm, 6.5cm and 23cm proximal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.